Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of death and cardiac arrest are listed in the everolimus eluting coronary stent system, xience v, instructions for use as known patient effects. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous 100% occluded mid right coronary artery (rca) and 70% occluded proximal rca. The patient presented with an inferior wall myocardial infarction. Pre-dilatation was performed with an unspecified 2.0x12mm balloon at 12 and 14 atmospheres (atm), respectively. Both a 2.5x18mm xience v stent and a 2.75x18mm xience v stent were then deployed at 12 atm without issue. Post procedure, the patient was shifted to cardiac intensive care. After some time, the patient went into cardiac arrest. Cardiopulmonary resuscitation was performed; however, the patient could not be revived and subsequently expired. In the physician's opinion, the xience v stents did not cause or contribute to the death. No additional information was provided.